Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? No. Where was the tip of drainage tube located? Around femur how was the drain secured? Sutured. What was the date of first activation? (B)(6) 2025. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Was leakage detected? If so, where? No. Was another drain product used? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Female. The diagnosis and indication for the index surgical procedure? Femoral shaft fracture were any concomitant procedures performed? No. Was a 2nd procedure performed or scheduled to remove the piece of drain left in the patient?¿yes, reoperation was performed to remove the fracture. If yes-date of procedure? Unk. Findings, will piece be returned? Yes. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event?¿it is speculated that during removal, the drain got caught on the plate screw head and was torn off. What is the patient's current status? Unk. Surgeon¿s name? (B)(6). Product lot number? Unk. If applicable, will product be returned? If so, please provide the return date and tracking information.the device has been shipped. H3 evaluation: complaint sample review: one complaint sample of drain in two parts was received for evaluation, product was inspected visually, below were detailed observations:1. Product was separated in two parts from the fluted portion.2. There were significant cut / pinned marks were visible on and nearby the separation surfaces. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video: not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a femoral shaft fractures procedure on (B)(6)2025 and a drain was used. The drain was placed in the surgery and the drain was removed two days after the surgery. When removing, the drain broke inside the body. Furthermore, the broken drain remained inside the body, so it was removed during re-operation later. The surgeon speculates that the cause of this event was "when removing, the plate screw head was caught on the drain, and the drain might be torn." Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another drain product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Was a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 investigation conclusion code corrected h3 investigation summary: complaint sample review : one complaint sample of drain in two parts was received for evaluation, product was inspected visually, below were detailed observations: 1. Product was separated in two parts from the fluted portion. 2. There were significant cut / pinned marks were visible on and nearby the separation surfaces. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Due to the damages found on the device the complaint was confirmed. The assignable cause for the condition is not related to the manufacturing process within control documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation.